Event description:
A customer reported that, when the patient was on the table, the footswitch became disconnected because the staff kicked it. The footswitch only worked initially and then failed as they use it. A system message was displayed. The patient impact is unknown at the time of this report. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).